Event description:
Reporter indicated that the pt's vns therapy pulse generator was at battery end of the service and that the pt was experiencing an increase in seizures. It is unknown to manufacturer whether or not the increase in seizures is believed by the physician to be related to vns therapy. Additionally, the pt's pre-vns baseline seizure rate is unknown to MFR at this time. Battery replacement surgery is planned for 2007.